Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus repair center for evaluation and the customer's complaint was confirmed. The reported issues were found to be caused by a faulty printed circuit board. Based on the legal manufacturer's investigation, since the device was manufactured over 12 years ago, it is likely the components on the printed circuit board deteriorated over time, causing the printed circuit board to fail due to repeated use for a long period of time. When the printed circuit board fails, the start-up sequence of the processor does not complete normally, causing the reported issues. The instructions for use (IFU) states the following: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center (see figure 4.2). Wet equipment could cause the image to flicker or disappear." A review of the device history record (DHR) found no issues that could have caused or contributed to the reported issues.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image disappeared and the front panel of the device did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.